Manufacturer narrative:
Concomitant medical products: a5dr01 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing of noise/artifact and low p-waves. Low r-waves were also noted on the right ventricular (rv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.